Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had differences between sensor glucose and blood glucose readings. Customer's blood glucose level was 339 mg/dl. Customer's sensor glucose reading was 49 mg/dl. Differences were not within an acceptable range. Customer stated that their cannulas are always bent. Customer stated that the previous sensor kept going into suspend. Customer checked and their blood glucose level was 150-160 mg/dl. Customer stated that she had an issue with finding a spot with fatty tissue and had to throw a lot of sensors away. Customer calibrates 3 times daily. Troubleshooting was performed. Customer was advised to avoid pressure at site and avoid sleeping on the sensor. Customer was advised to monitor and call back if further assistance is needed.